Event description:
It was reported to tyco healthcare/kendall on july 12, 2006, that a customer had a problem with a foley catheter. The customer states the balloon on the foley catheter burst inside the pt. The pt was not injured.